Event description:
Additional information was received from the patient (pt). They reported that their doctor recently moved the implant from their left buttock to their back.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient¿s battery gets really hot inside of her. The patient stated she turns the stimulator off and the burning sensation goes away after 10-15 minutes. The caller stated that it does not get really hot all of the time. It happens sometimes when she is charging the ins and sometimes when she is not charging the ins. There is no rhyme or reason to when the ins gets really hot. The patient told her manufacturer representative (rep) who redirected her to her healthcare provider (hcp). She was told to turn it off for the weekend. The patient stated she had to turn stimulation back on because of a return of pain. The patient turned stimulation off on a friday and the next day had return of pain. The patient stated once you turn it off, the nerves are angry and it hurts worse. The patient has to turn stimulation back on relieve the pain. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) 2019-08-12. The rep reported that the warmth does not really occur with recharging (ID did before when they were on hd settings) but now when they are charging every other day, on the days they don¿t charge and are just using stimulation normally, the ins will feel warm. After warmth goes away after 5-10 minutes, the patient does not feel heat at all with ins off. The patient reported no recent falls/trauma except backing up into a kitchen counter a couple of days after implant, but this issue started weeks after. The rep stated the system was more effective the first couple weeks after implant and they have done several reprogrammings to optimize therapy. The patient stated their incision mark is a little red (like scar tissue red) and it is tender if you push on it but the site does not look red, infected, or swollen. The patient mentioned the warm sensation occurs randomly while sitting, standing, lying down, walking, and a few nights ago they felt a shock in that area. Patient warmth sometimes goes away once they use controller to turn ins off or sometime by the time they get to controller to use it, the warmth has already subsided. The caller stated impedances are around 1000 ohms and checked different reference electrodes. It was reviewed that the that system appears to be functioning normally, so this is likely more an anatomy issue that the physician needs to examine. It was reviewed that potentially the ins could be moved to a different location or may need more time to heal. Patient stated they have an appointment in early (B)(6) with their healthcare provider (hcp) and will discuss this with them. No further complications were reported/anticipated.